Event description:
The customer used the device to check their blood glucose and dosed insulin on results in the 200-300 mg/dl range. Customer then used new test strips and the result was in the 40's mg/dl. Customer went to the hosp and was admitted and given a glucose IV. Controls were not used on the test strips first used. On the new vial of test strips, controls were within range. The customer did not know the lot number of test strips used. The device was replaced and requested to be returned for eval.